Event description:
Writer opened ambu bag taken from par [post anesthesia recovery] wall in ICU in preparation for intubation. Tubing was noted to be cut or sliced as well as face mask with cut on left lower mask. Purple bag with portex written on it. Lot number 260119, ref v8503.